Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, the layer detached from keypad. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The purpose of this submission is solely to provide a UDI number of affected device.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated, the layer detached from keypad. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on information provided by the getinge technician, keypad was replaced and the affected device was returned to use. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification due to keypad layer detachment which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information do not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incident occurs at a very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at manufacturer¿s, this incident is due to the debonding of the keypad pcb. The events are concentrated over a period of 6 months (from april 2018 to september 2018) that is to say products manufactured between august 2017 and march 2018. About this problem, the CAPA#2018-15 ((B)(4)) was initiated by maquet sas and despite investigation led both at maquet sas and at the supplier any cause could be confirmed (all analysis and tests are detailed in this CAPA). Nevertheless, at the end of 2018 the supplier has implemented some preventive actions to address the probable root causes. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.